Event description:
It was reported that during a pharyngeal pouch procedure, there were no known problems. It was thought that the device fired ok. The day following the procedure, the patient's condition declined and she was x-rayed. No staples were seen on the x-ray. After the patient problems and an x-ray with no staples visible, they now feel the device failed. They cannot release the device to us as the mhra has told them to keep the device until further instruction. The box for the device has been discarded. Additional information was provided: when the rep spoke with the hospital, they were not blaming the device. Although in the procedure, they assumed the device had fired ok. But this changed the following day. The rep is going to the hospital two days later, to inspect cartridge and device to see if the cartridge fired. They will forward any additional information. The rep will get the serial number from the device itself. Additional information from the sales representative: I am meeting the theater manager later today and I will update you. I have visually examined the device and all the staple drivers were visible on the cartridge, with no loose staples present. The device was only fired once and that was with the cartridge that was already pre-loaded into the device. I will get the answers to all the other questions, hopefully, later today. Additional information from the sales representative: I went in to the account yesterday to get the required answers. The account was uncomfortable giving me any information and needed to check with the theater matron that it was alright to answer questions. Today I have received an email informing me that they are not happy answering the questions, so I have to speak to the secretary of the surgeon who performed the procedure. I have emailed her the questions as the surgeon goes on annual leave today for 2 weeks. I am hoping to either get answers later or for him to give theatres.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Conclusions: device being retained at the account. Evaluation summary: as the batch number provided is not a valid number, a device history review could not be performed.